Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced tape not sticking issue due to belt clip got caught when turning where the pump almost fell but got caught on the infusion set tubing on (B)(6) 2026.